Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and signal loss over 1 hour was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of signal loss over 1 hour is reportable based on share log review: signal loss error was found. No injury or medical intervention was reported.